Manufacturer narrative:
Device history record - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The bipolar forceps was returned for evaluation: failure analysis: the forceps is on old version of cev134. The black plastic part is burnt and stained around the connector. There is a etching rs 04.19 on the handle. The device has been repaired outside of the manufacturer by an external contractor. Root cause: the evaluation verified the complaint as valid. The device has been repaired outside of the manufacturer by an external contractor. This modification could weaken the device and lead to the reported defect.

Event description:
This is 1 of 7 reports linked to the following mfg report numbers: 2523190-2021-00022, 2523190-2021-00023, 2523190-2021-00024, 2523190-2021-00025, 2523190-2021-00026, 2523190-2021-00028. A facility reported that the coating of the bipolar forceps (cev134) was damaged and very small parts of the blue coating (like sparkling) fell into the patient's stomach. The surgeons tried to remove them as much as they could and they were able to complete the unspecified procedure using another bipolar forceps. There was increase of surgery time of 15 to 20 mins, and no patient injury was reported. Information regarding, age gender of the patients or type of surgery are not available. It was also reported that four different surgeries were impacted by the dysfunction of units.